Manufacturer narrative:
Title: efficacy of staple line reinforcement with omentopexy during laparoscopic sleeve gastrectomy on postoperative complications: experience of a single center source: surg laparoscendosc percutan tech 2021;31:181¿187 accepted august 14, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated the outcomes in patients who underwent laparoscopic sleeve gastrectomy with and without staple line reinforcement. The patients were divided into three groups according to the staple reinforcement techniques applied: fibrin glue, omentopexy technique, and no method. In all patients, the gastrocolic and gastrosplenic ligaments were dissected with ligasure along the large curvature to release the stomach. A non-medtronic stapler was used to create the gastric sleeve. There were 3942 patients in the study and complications included post-operative bleeding and leakage. Leakage was confirmed by demonstrating that the oral radiopaque substance leaks from the staple line to the extraluminal compartment under the guidance of esophagogastroduodenoscopy (egd) or computed tomography (CT). All patients with a positive leak test were managed with conservative methods such as endoscopic stenting, balloon dilatation, and percutaneous drainage to achieve leakage control. Blood transfusions and reoperations were required to treat bleeding. The patients were evaluated for the location of bleeding by ultrasonography or CT scan. The complications caused prolonged hospital stay.